Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date at 11 am. The customer¿s blood glucose level was 468 mg/dl at the time of hospitalization. The customer¿s blood pressure went up to 150/80 and also experienced headache. The customer treated with aspirin and xanax in hospital. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.